Manufacturer narrative:
Initial corrective actions/preventive actions implemented by the manufacturer. No other claims have been registered on the batch and no increase of this type of incident was reported with the product in the global septodont database. Therefore no CAPA is required.

Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). Initial serious report received on 15-jan-2021 from dentist by septodont and follow-up information received 21-jan-2021 from dental office by septodont. Both versions were integrated into the narrative below: course of events: this case occurred with a (B)(6) male patient with an unspecified medical history. On 15-jan-2021, the doctor was administering 1 capsule of septocaine to the patient for a mandibular block on the left side. The needle was not bent before injection. The needle was inserted into the hub while the dentist was performing the injection. Upon removal of the syringe, the dentist complained of broken dental needle off from hub into patient's soft tissue. A cbct scan revealed that needle was still in soft tissue. The patient was being referred to an oral surgeon for evaluation and retrieval. On (B)(6) 2021, a interview with the oral surgeon was planned. No concomitant medication nor corrective drug was reported. The following test was performed: a cbct scan revealed that needle was still in soft tissue. Outcome: at the time of the report, the patient's outcome was not recovered. A quality investigation pending. Additional information had been requested from the reporter. Fup#1: additional information provided regarding more details of the complaint. Causality assessment on 21-jan-2021, on initial information received on 18-jan-2021: causality reassessed on 26-jan-2021, on follow up information received on 21-jan-2021: seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). Listedness/expectedness: needle issue: unexpected us/ca. Foreign body in gastrointestinal tract: unexpected us/ca. Causality: latency: compatible. Recognized association: no. Analysis: the possible causes for the reported event may be excessive pressure on the needle during injection, the use of a needle size inappropriate to the type of procedure, a sudden movement of the patient during injection, and/or quality defect of the needle (bending of the needle before use was excluded by the reporter). At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection. Therefore, pending quality investigations, the causal relationship between the device and the incident was considered as not assessable. No other claims have been registered on the batch and no increase of this type of incident was reported with the product in the global septodont database. Therefore no CAPA is required. D) dechallenge: n/a. E) rechallenge: n/a. Concluded causality who: not assessable. Follow-up information received on 21-jan-2021: assessment not changed.